Event description:
The customer states that one patient sample generated a false positive result with the architect stat troponin-I assay. A sample from the emergency room generated an architect stat troponin-I assay result of 0.0586 ng/ml that was questioned by the clinician. The customer uses a cut-off value of 0.04 ng/nl. The sample retested at 0.002 ng/ml (negative). The customer noted that since they began using architect stat troponin-I lot 74264un11. They began to see a shift upwards in results. A service call was initiated. The abbott field service representative at the site noticed discrepancies in calibration data from (B)(6) 2012, from this lot and three previously used lots of the reagent. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). False positive result (B)(4). (B)(6).

Manufacturer narrative:
The evaluation began with an accuracy testing protocol, using quality control samples as well as panel samples (used in place of actual patient samples). All results met acceptance criteria. The architect stat troponin-I assay package insert contains information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. However, non-statistical trends (due to the increase in complaint volume for lot 74264un11) were identified related to discrepant patient results and atypical complaint activity was identified during the lot search for likely cause lot 74264un11. A product deficiency has been identified.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28 lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.